Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the visual inspection found the distal conductor distorted within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during implant procedure and contributed to the complaints. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing a pacing lead. It was noted that after the initial placement attempt it was not possible to advance the stylet to the tip of the lead or move the helix for fixation. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.